Manufacturer narrative:
Age at time of event: above 18 years and older.

Event description:
It was reported that shaft break occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.75mm x 15mm maverick balloon catheter was advanced for pre-dilatation. However, it was noted that the shaft broke inside the arch of the aorta. The device was removed and used another maverick 2.75mm x 15mm and completed the procedure. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.75mm x 15mm maverick balloon catheter was advanced for pre-dilatation. However, it was noted that the shaft broke inside the arch of the aorta. The device was removed and used another maverick 2.75mm x 15mm and completed the procedure. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
A2: age at time of event: above 18 years and older. Device evaluated by MFR: returned product consisted of a maverick2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen. The balloon was tightly folded. There were numerous hypotube kinks throughout the device. There was a complete hypotube separation 88cm distal of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities.